Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. System check was performed and no issues were identified. There was no reported impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.